Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 needle precision glide 21x1in package was damaged. Verbatim: batch: 5031737 quantity: (B)(4). Reason: 5 dirty in the packaging and inside the needle, 2 extensions in the protective cover piercing the packaging, 1 deformation in the bevel, 1 broken, 1 tear in the packaging batch: 4173465 quantity: (B)(4). Reason: 2 internal dirt. Batch: 4204356 quantity: (B)(4). Reason: 3 foreign bodies inside the needle, 2 dirt inside the needle, 2 broken cannons, 1 tear in the packaging. Additional information received on 02 jan 2026 based on the analysis of the photos you provided, we identified the new batch number 4120787 with three associated photos. Could you confirm from which distributor this batch was purchased? 4120787 - (B)(6) nf: 1160235 - (B)(4) units dirty it was a batch without including was the incident reported to anvisa? If so, what is the notification number? No, only the company. Could you confirm the date on which the problem/defect occurred or was identified? 05/05/2025